Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor sound quality, poor balance, dizziness, numbness on left side of the tongue and loss of taste since 2-months post activation (specific date not reported). It was also reported that the patient experienced fluctuating impedance and discomfort when stimulating high frequency channels. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.